Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿an IV infusion was started on a pump with one channel attached to it. Pump infused for approximately 15 seconds before an error message stating "channel error" appeared on the screen. Channel was removed and replaced with a new channel. Same thing happened with the second channel. The pump brain was replaced and the second channel was placed on the new pump. Same error occurred. A third channel was placed on the new pump with no issues. Both defective channels red-tagged #0018 and #0020 and placed in dirty utility." Although requested, additional information was not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿an IV infusion was started on a pump with one channel attached to it. Pump infused for approximately 15 seconds before an error message stating "channel error" appeared on the screen. Channel was removed and replaced with a new channel. Same thing happened with the second channel. The pump brain was replaced and the second channel was placed on the new pump. Same error occurred. A third channel was placed on the new pump with no issues. Both defective channels red-tagged #0018 and #0020 and placed in dirty utility." There were no adverse effects were cause to the patient from the event.

Manufacturer narrative:
Additional information provided: d.11 & g.3 correction on initial report: h.6 the report of channel errors was confirmed and reproduced. Physical inspection of the pump module s/n (B)(6) noted the instrument seal intact. The male and female iuis were observed with dried fluid residue. The latch/sear and pivot screw were installed and not interfering with door operation. Some fluid ingress was observed in the bezel. There were no irregularities observed with the fso pressure sensor. Review of the pump module s/n (B)(6) error log showed that error 240.4150.0 (sensor_broken_high_failure) was recorded on the reported event date at 5:46 am. Log analysis showed that on the reported event date, the device was attached to pcu (s/n (B)(6) ) and at 5:45 am was programmed for an infusion of 950 ml of an unknown medication to infuse at a rate of 60 ml/hr. At 5:46 am, the suspect device (s/n (B)(6)) alarmed for channel malfunction and was channeled off. Functional testing resulted in the device immediately alarming for channel error. Rate accuracy testing resulted in the bottle side pressure sensor railing immediately. After replacing the faulty pressure sensor with a known good sensor, the device operated as expected. The root cause of the channel errors was identified as a faulty bottle side pressure sensor. The pc units were not returned for investigation.